Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged of headaches and an odor. There was no report of patient harm or injury. The device was returned and the manufacturer confirmed a musty (non-smoke) odor at start up, dust contamination on and in the blower, liquid ingress in the blower box and on the blower, a piece of blue plastic-like particle on the bottom of the blower box, a dark contaminant located on the ui panel after device evaluation.